Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 10/15/2015 to report that on 10/15/2015, patient experienced a loss of connection. Dexcom representative advised patient that the device would regain connection within 15 minutes. No additional patient or event information is available.